Event description:
Nurse had drawn several tubes of blood from a patient. When she was withdrawing the last tube from the vacutainer holder, the blue top of the specimen tube stayed in the vacutainer and just the tube part came out of the holder. This resulted in blood spill (approximately 4 ml ). Specimen redrawn with another tube and vacutainer set-up. Blood spill was cleaned appropriately. Blood tube manufacturer will be notified that they may pick up tube for examination. Nurse felt that the tube was the malfunctioning item not the vacutainer assembly (vacutainer adapter and tube holder) because she had already drawn several other blood tubes using that assembly without difficulty.